Manufacturer narrative:
Medtronic received additional information that 5 days post implant the patient was suspected to have anemia. No intervention has been performed. 5 months and 7 days post implant the anemia has been resolved. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. It was noted on the clinical paperwork that the physician did not feel the bleed was related to the valve.

Event description:
Medtronic received information that the same day post implant of this aortic bioprosthetic valve, the patient presented with an intrathoracic bleed which required the patient to go back into the operating room for surgical exploration. Exploration of the surgical site noted that the source of the bleed could not be determined. The patient received 3 units of packed red blood cells, 3 units of platelets and 2 units of fresh frozen plasma. Medication was given to the patient and the issue was resolved the following day. The device remains implanted. No additional adverse patient effects were reported.